Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., g.1., h.3., h.6. Device evaluation analysis of the returned device identified: weight to the spec and deformation device. Cloudy and voids in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side "pain, discomfort, capsular contracture baker grade unknown, liquid and contracted". Healthcare professional later confirmed capsular contracture, baker grade IV.device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Additional, changed, and/or corrected data: b.5., d.4, g.1.

Event description:
Healthcare professional later confirmed capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade unknown these are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "pain, discomfort, capsular contracture baker grade unknown, liquid and contracted". Device has been explanted.